Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a lead revision recently. They were unable to adjust stimulation and the pt programmer display showed "call your doctor" icon. Additional info was requested.